Event description:
The customer obtained a 101 mg/dl and 59 mg/dl blood glucose comparison on the accu-chek advantage system. The results were obtained within a 10 min timeframe. The customer experienced nervousness and shakiness. He treated himself with oj. The results of the treatment was undisclosed. No adverse event reported. New system sent to customer and return requested.